Event description:
It was reported that, "a 16mm insert was removed and a 19mm insert was implanted. Surgeon felt the knee stability was good."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.